Manufacturer narrative:
The reported complaint of a "user advisory - ua12 (lifeband not present)" on the autopulse platform (sn (B)(4)) was not reproduced during functional testing; however, it was confirmed during archive data review. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua12 error message recorded in the archive data is easily clearable by the user. The ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Unrelated to the reported complaint, a cracked front cover was observed during visual inspection. This type of a physical damage on the ap platform can occur due to user mishandling. During archive data review, multiple ua12 were identified on the date of the reported complaint. Thus, confirming the reported complaint. Initial functional testing passed without any fault error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during a (B)(6) years old female use, the autopulse platform (sn (B)(4)) stopped compression and displayed user advisory - ua12 (lifeband not present). The crew attempted to reset the platform but was unable to clear the error message. The crew switched to manual CPR. No known impact or consequence to patient was reported.